Event description:
It was reported that the ilet bionic pancreas exhibited an unresponsive sleep/wake button during initial training despite completing a software update, and the device remained otherwise usable with data synced and a replacement arranged with return of the original. No injury and no adverse clinical effects reported. Outcomes included user difficulty operating the device function associated with the sleep/wake control. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the issue persisted after software update and standard guidance, indicating a device component or mechanical button malfunction. It was concluded that the device experienced a malfunction of the sleep/wake button requiring replacement.